Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) discussed lead measurements, possible lv lead fracture, and options to reprogram the lead vector. The system remains in service. No adverse patient effects were reported.